Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report: 1627487-2016-05833, reference MFR. Report: 1627487-2016-05839. Follow-up identified the patient's skin erosion has healed.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report: 1627487-2016-05833, reference MFR. Report: 1627487-2016-05839. Follow-up identified the reported lead continues to erode through the skin. Subsequently, surgical intervention was undertaken (exact date unknown) to explant the remaining portion of the leads. Cultures identified the patient had a staph infection. The patient's wound will be monitored. The anchor (device 3) details remain unknown at this time.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 3. Reference MFR. Report: 1627487-2016-05833, 1627487-2016-05839. The patient has two occipital (off-label) leads as part of her system. It was reported the patient's left occipital lead had eroded through the skin at the anchor site. Subsequently, surgical intervention was undertaken on (B)(6) 2016. During the procedure, the physician cut both the leads and explanted a portion of the leads with the anchors. Re-implantation is planned at a later date. Device 3 (anchor) details are unknown at this time. Since the entire lead was not explanted, an explant date has not been provided for devices 1 and 2 respectively.